Event description:
It was reported the coil prematurely detached inside the catheter after coil repositioning. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tackweld on the pusher assembly was found broken. This likely caused the coil to detach. (B)(4).